Event description:
Patient representative reported right side intracapsular rupture...as well as a ¿focal point¿ (left side upper side) which corresponds to a lymph node¿. Patient representative additionally reported ¿severe tiredness¿ and ¿physical weakness," ¿not able to look after 3 children," and "headache" all not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.